Event description:
It was reported that the night after implant the patient turned stimulation on and had a lot of pain. The following day the patient¿s healthcare provider (hcp) told her to turn stimulation off since it was painful. The patient never turned stimulation back on since turning it off. The patient noted that she never had therapeutic effect. The patient stated that two weeks prior to the report she had an x-ray and found that the implantable neurostimulator (ins) was dislodged. The patient did not know where the ins had dislodged to and it felt like there was a ¿rock inside of her.¿ the patient stated that she felt like there was a ¿hardness or rock¿ in her stomach. The patient also asked if the dislodged ins could cause pain or could be hitting a nerve and cause pain. The patient reported that her hcp said the dislodged ins should not cause pain, but she was having more pain all of a sudden. The patient saw a gynecologist the day prior to the report and he could feel the ins against her vaginal wall. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v750603, implanted: (B)(6) 2011, product type lead. (B)(4).